Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-07-17 reporting that nothing was bulging. The x-ray was normal. It was noted that they would just do a battery check. The actions taken were the x-ray and battery check. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their first system stopped working about 2 months after implant. Patient stated system was replaced and ins was moved to their lower back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that since meeting with their representative (rep) they had followed the instructions they were given to increase weekly and it was not helping their symptoms at all. The patient reported not feeling the tingle, just pain in their buttock. The patient stated their symptoms were like prior to the implant, their stomach was sluggish, they had no appetite, were bloated and distended, no mobility on their left side, and could not go to the bathroom. The patient stated they had x-rays that were sent to the rep, they read them and told them that the wire maybe shifted a bit. The patient was redirected to their healthcare provider. The change in therapy/symptoms was noted to be sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they adjusted the program and it is no longer moving. No further information reported.

Manufacturer narrative:
This report was attempted to be submitted on (B)(4) 2017. Due to acknowledgement 3 being absent, this rr was requested to be resubmitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that an appointment with the health care professional (hcp) was scheduled for the 12th. Right on top of the scar, the patient could touch and feel the entire box and it felt like it was moving around. It was noted that the patient¿s symptoms were like they had been prior to implant. The therapy was not working and the patient was taking laxatives. The patient had distention and bloating. The patient would become so bloated that they would throw up. The patient had tried turning it up and changing the patient programmer batteries to try to resolve the issues. The settings were noted to be on at level 4 at 4.8v around saturday the 24th and currently during the call. Stimulation was not being felt as much and tingling was being felt up in the shoulder area. This started after getting injections in the neck for a pinched nerve. Yesterday ((B)(6) 2017) the patient ¿put it down.¿ the program was changed to program 3 at 5.3v and the patient felt stimulation comfortably. Pre-existing medical history included 2 stomach surgeries, the 2nd one was 'bad ' and the patient ended up having hernias. Therefore, the hcp did not want to have a 3rd surgery and the patient had the ins implanted instead. Additional information was received on (B)(6) 2017 from a friend/family member reporting that the patient was having excruciating pain. When the patient was connecting the device to increase or decrease setting values, the patient would feel a tingle but when they disconnected the antenna the tingle went away for the past 2 weeks and instead the patient felt a sharp, strange, and uncomfortable pain in the crack of their butt at their tailbone or in their shoulder. It was stated that the patient did not feel it in their shoulder but had pain in their butt. The patient was not going to the bathroom and had not gone to the bathroom in a week. They thought something was wrong with the device and trying to figure out the best setting value to increase or decrease it to. It was reported to not be working, they felt stimulation in their butt, and it was too high. The implant worked for 6 months at the program they had the patient on and out of nowhere it started to not work. The patient was not sure what their original settings were because they had been out of it after the implant. At the time of the call it was reported that they were not able to connect but the caller was then able to connect and noted that the patient was on program 2 at 3.5v. This setting was causing pain. During the call, the stimulation was changed to program 2 and stimulation was lower. The patient then noted that they did not feel pain but instead felt a tingle. It was later stated that the patient was not feeling anything. Per the caller, the patient did not know how the device worked. When they pulled the antenna away from their body everything completely stopped and no stimulation was felt. The caller had to adjust on the call again because the patient could not sit down due to it being too painful. It had been a week or two since the patient had been to the bathroom and the caller stated that if they did not go to the bathroom they would have to go to the hospital. Additional information was received on (B)(6) 2017 from the consumer reporting that the patient¿s current weight was (B)(6) lbs. They did not know what their past weight had been. The patient¿s symptoms prior to the procedure were ¿bad¿ and noted to be distention of stomach no mobility on left side of intestines. As soon as the procedure was done, the distention or bulging of the stomach and bowel movements worked. Now the patient felt as though they had prior to the implantation of the device. The patient tried to follow the steps from the manual and turned the device was turned up to 4.0. The patient felt tingling in their buttocks but then it stopped. The patient felt as though it could be felt and moved around. The patient had tried to increase the remove and would feel the tingling in their buttocks but then it would stop. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the surgeon reviewed the patient's problems they had for the last month or two and their device worked. For six months prior, they put it on different levels and programs and tried to troubleshoot the problem. Their doctor tried putting the remote on different programs and levels and the patient would tell them if it was felt or not. A manufacturer representative (rep) put it on program 3 at level 5.0. For the next three weeks, one time a week they would have to increase it and, after the third week, they put it on program 4 and repeated the process. They recorded what symptoms they were experiencing and, after six weeks, if there were no results, other options would be talked about. They also had x-rays taken. On (B)(6) 2017, when they saw their doctor, the patient told the doctor that they were taking laxatives and had all symptoms prior to having the device implanted. When they would turn the remote on and put it higher or lower, they were experiencing some tingling in their buttocks. It would stop, or they would have an increasing pain in their buttocks between the left cheek area where they weren't able to sit. While they were with the rep, the rep thought there was a problem with the battery so they checked it and put it on program 3 at level 5.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient can feel their implant battery bulging/sticking out and they can touch it. Patient didn't feel like the device was working even after changing the batteries in the patient programmer and increasing stimulation a couple of notches. Patient stated that they would feel tingling on their left side because that was where the battery was located and more towards their shoulder blade. Patient mentioned that they had distention in their stomach to where they has no mobility in the left side of their intestine so the healthcare professional (hcp) implanted the device to help patient's intestine move food and go to the bathroom. It was reviewed with the patient on where stimulation should be felt. Patient indicated that they had felt stimulation in the bicycle seat area and when first implanted, they were going to the bathroom normally and was not having the distention underneath their breast, however now they don't feel the stimulation in the bicycle seat anymore and their symptoms were coming back again. Patient reported they are starting to feel bloating again. Patient wanted to give it a couple more days but they knew the feeling of when they cannot have anything pleasant because it would be pressing on their rib cage/going up their back and feeling like it's bloating out. Patient has tried decreasing and increasing stimulation to where they would feel stimulation at times, but at other times, they felt it in their buttock or would feel it going up their shoulder blade. Patient was directed to their hcp. No further complications were reported.